Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer replaced drawer control board on main half height drawer 2.1 to resolve the issue. The fse mentioned that there was a delay in dispensing medications to the patient. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the drawer 2.1 forgets cubie contents, frequently fails and asks user to remove cubie. There were no adverse events or injuries reported based on this event.